Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and clarification of event details provided by the initial reporter. Section b5 has been corrected. H6 code was corrected: health effect - impact code. Sections g6, h2 and h10 were updated.

Event description:
As reported by the field clinical specialist, approximately 2 years and 5 months post tavr with 26mm s3ur valve in the native aortic annulus, the patient presented with pulmonary edema and hypotension. Workup revealed that the 26mm s3ur valve leaflets were thickened with restricted mobility, the mean gradient was 44 mmhg and a valve area of 0.22 cm2. The patient arrested requiring emergent extracorporeal membrane oxygenation (ECMO) support and emergent tavr valve in valve (viv) procedure due to severe hypoattenuated leaflet thickening (halt) and s3ur stenosis. The aortic viv tavr procedure was performed through right subclavian approach with a 26 mm sapien 3 ultra valve and commander delivery system (ds). During the procedure, there was difficulty removing the introducer, and the introducer became lodged in the pre-existing failed s3ur valve when advancing the first esheath with introducer. The issue with the introducer was not identified until an attempt to cross with the delivery system. When the wire was visualized on fluoro and echo, it appeared to be through the center part of the valve, but it was difficult to image because of drop out on the echo. The delivery system was inserted as it was thought that at that time that the wire crossed properly. When the delivery system and nose cone were unable to cross, it was realized that the wire was through a cell/strut on the original thv. It was also then noted that something foreign was in the patient and assumed to be the tip of the sheath, but once examined on the back table we were able to see that a piece of the sheath dilator was sheared off. A carotid cutdown was required to retrieve the embolized introducer tip. The patient was reported stable and off ECMO as of the last update.

Event description:
As reported by the field clinical specialist, approximately 2 years and 5 months post tavr with 26mm s3ur valve in the native aortic annulus, the patient presented with pulmonary edema and hypotension. Workup revealed that the 26mm s3ur valve leaflets were thickened with restricted mobility, the mean gradient was 44 mmhg and a valve area of 0.22 cm2. The patient arrested requiring emergent extracorporeal membrane oxygenation (ECMO) support and emergent tavr valve in valve (viv) procedure due to severe hypoattenuated leaflet thickening (halt) and s3ur stenosis. The aortic viv tavr procedure was performed via subclavian approach with a 26 mm sapien 3 ultra valve and commander delivery system (ds). During the procedure, when the stenotic s3ur valve was crossed, the safari guide wire appeared to be through the center of the valve on tee. But when trying to cross it with the crimped valve, the ds would not advance. It was confirmed that the safari wire had crossed either through a stent cell of the stenotic s3ur valve. The crimped s3u/delivery system were removed as a whole with the 14f esheath+. A new 14f esheath+, commander delivery system and 26 mm sapien 3 ultra resilia valve were prepped. The stenotic s3ur valve was then crossed again with a guidewire in the center of the valve and the new s3ur was implanted without difficulty. The patient was discharged to ICU on ECMO/impella support. Per report, it was noted that there was resistance when pulling the dilator out of the first 14f esheath+. It was later identified that the tip of the esheath+ was caught in the stent of the thv and a piece of the tip of the esheath+ broke off and embolized into the patient. Patient will be followed closely and have a CT of the head and chest.

Manufacturer narrative:
This is one of two events being reported for this case. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device related images were provided. The images were reviewed and it was observed that the introducer appeared damaged, with the distal end separated. The complaint for system components separating was confirmed per evaluation of the provided device imagery. In this case, it was reported that the guidewire was not maintained completely centered within the sheath during the procedure. An off-centered guidewire during system advancement can cause the introducer to become misaligned during sheath insertion, increasing the risk of the introducer catching on the pre-existing valve frame. This misalignment may lead to entrapment of the introducer within the stented structure of the pre-existing valve. The procedural training manual emphasizes that the "wire must be across aortic valve in the ventricle prior to sheath insertion to give support". Device manipulation while the introducer was entrapped within the pre-existing valve likely led to the shear of the introducer distal tip, resulting in the reported embolization of fragmented component. As such, available information suggests that procedural factors (interaction with pre-existing valve, guidewire mismanagement) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.